Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, and the pusher assembly was kinked by the penumbra investigator. No further functional testing was performed. Further evaluation of the device revealed an additional pusher assembly kink. This damage was likely incidental to the complaint. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Based on the returned condition, functional testing could not be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01944.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils were stuck and would not advance at all from their initial positions within their respective introducer sheaths. Therefore, the two smart coils were removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.